Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a detached sensor wire on (B)(6) 2015. Patient claimed that after experiencing a sensor failure error message they located the sensor wire inside the applicator. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).